Event description:
Caller reported that the insulin gauge displayed an amount different than expected, indicating a fill estimate issue. Customer's blood glucose level was currently 391 mg/dl, and there was no adverse impact exceeding 500 mg/dl. Customer required a loaner pump, which was sent by technical support after completing necessary agreements, though the customer declined assistance with filling and reloading the cartridge. A new cartridge was suggested, as the customer admitted to exceeding the cartridge's capacity.